Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was in the customer's lunchbox and as a result, the touch screen became shattered and unresponsive. Customer¿s blood glucose was 135 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy and also confirmed manual injection are available.